Manufacturer narrative:
The pump was received without a belt clip. Unable to confirm the damage. The pump was received with the customer applying adhesive on the reservoir tube lip, cracked battery tube threads on the belt clip slot and case. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube, a cracked display window and a cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 98 mg/dl. The customer stated that she might have dropped the pump against something. The customer stated that the damage is all over the reservoir compartment and on the side of the battery compartment. The customer glued the pieces back together and the clip. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.